Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. A leak test showed that there was a leak in the exposed portion of the soft cannula, however, it cannot be determined when or how this damage occurred. Corrosion was found on pcb. A leak test confirmed that there were no internal leaks, and there were no cracks in the housing unit; the source of corrosion could not be determined. The batteries were found to have insufficient voltage, however, the device was successfully downloaded upon connection to an external power source. The download data did not return an alarm as a result of the corrosion. The tube nut was found discolored, however, a cause for this could not be determined. Blood was found in the viewing window, however, no evidence was found that would result in bleeding to occur at the infusion site. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. The reported symptom has been reviewed and no further action is required at this time. Insulet corporation has a defined process for monitoring, identifying and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to monthly complaint review and management review. The outcome of these reviews may warrant further action, investigation or escalation as procedurally defined. No physical product investigation was completed because the product has not been returned by the complainant, if the product is received an investigation will be performed.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to 386 mg/dl. As treatment, the patient administered a bolus and applied a new pod.